Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine at an unknown concentration at a dose of 20 mg/day, dilaudid at an unknown concentration at a dose of 4 mg/day, and morphine at an unknown concentration at a dose of 19 mg/day via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was fixing to have her pump taken out and not replaced. The medications had been taken out and saline was put in a few months ago (as of (B)(6) 2017). The second pump was flipping since day one. It was placed in the stomach and it flipped forward and rested on the leg when the patient sat down. The patient was having it removed because of the flipping and she could not wear regular jeans because it was so uncomfortable. The patient had recently lost 90 pounds. The patient got the device caught under counter tops as well. The event date was stated as (B)(6) 2013. The patient was scheduled to have the pump removed on (B)(6) 2017. The patient stated that she has had 28 surgeries. The patient stated that they were not all related to the pump. The patient¿s knees started to dislocate when they were (B)(6). The patient had both artificial knees, rods, screws, and cages in her back. There were no further complications reported or anticipated.